Event description:
Additional follow up was received on 06/29/2018 regarding the serial number of the machine, as well as that the patient¿s last hemodialysis treatment at (B)(6) center was on (B)(6) 2018. The patient expired at (B)(6) hospital in (B)(6). Per the charge nurse at the hospital, the patient had not had any hemodialysis treatments during their hospitalization.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: it was reported that the patient expired on (B)(6) due to failure to thrive. Per the peritoneal dialysis registered nurse (pdrn) the patient had transitioned to hemodialysis (hd) therapy on (B)(6) 2018 for the failure to thrive issue. Per the pdrn the patient¿s death is not related to dialysis therapy or any fresenius product. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a machine malfunction or deficiency against any fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility peritoneal dialysis nurse (pdrn) reported that the patient passed away on (B)(6). The patient was transitioned from peritoneal dialysis (pd) therapy to hemodialysis (hd) therapy on (B)(6) 2018 due to failure to thrive. The pdrn stated that the patient¿s death was unrelated to the patient¿s dialysis therapy. The cause of death was due to failure to thrive. The patient¿s end stage renal disease (esrd) death certificate was requested, however, not provided. Per the pdrn, there is no allegation of product deficiency or malfunction related to any fresenius device(s) or product(s) and the patient¿s death.